Manufacturer narrative:
The device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) presented noise on the rv tip/rv ring. It was noted troubleshooting by reconnecting the rv lead pin several times and adding silicone oil to the pin tip was attempted, however, the noise was still observed but not present on the lead analyzer. As a result, the ICD was replaced and the noise stopped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.